Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Since (B)(6) 2024, it was reported that patient faced four infusion set was fell off during use. The blood glucose level was 400mg/dl at the time of event. The infusion set was in use for 13 hours. No further information available.

Manufacturer narrative:
Initial and final MDR 1879760 - MDR 3003442380-2024-06176 - device 3 of 4.